Event description:
It was reported that stuck in lesion occurred. An opticross catheter was selected for ultrasound examination of the target lesion. During pullback, it was noted that the device was stuck in the lesion and the marker of the tip did not move. The physician pulled several times and the device was able to be removed. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was kinked. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic inspection revealed no damage to the distal tip or guidewire exit port assembly. Media inspection of a photo provided by the customer showed a kink in the imaging catheter.

Event description:
It was reported that stuck in lesion occurred. An opticross catheter was selected for ultrasound examination of the target lesion. During pullback, it was noted that the device was stuck in the lesion and the marker of the tip did not move. The physician pulled several times and the device was able to be removed. The procedure was completed with another of the same device. There was no injury to the patient.